Event description:
It was reported that the canister exploded during a procedure. No further information has been provided at this time.

Manufacturer narrative:
It was clarified that the term "explosion" was due to a language barrier. An explosion did not occur and the canisters were found to be intact and working appropriately, therefore there was no safety risk to the patient or user.

Event description:
It was reported that the canister exploded during a procedure. No further information has been provided at this time. It was clarified that the term "explosion" was due to a language barrier. An explosion did not occur and the canisters were found to be intact and working appropriately.